Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v autofeed humidification chambers provided as part of the rt380 adult dual heated evaqua2 breathing circuits, to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare field representative that the chamber inlet of two mr290v vented autofeed humidification chambers, provided as part of the rt380 adult dual heated evaqua2 breathing circuits, were found to be damaged, resulting in the activation of a leak alarm. The affected units were reportedly in use with aerogen nebulization, administering a mixture of atrovent and berotec every six hours. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Device 1: dom 2025-04-27 device 2: dom 2025-03-28 method: the subject mr290v autofeed humidification chambers provided as part of the rt380 adult dual heated evaqua2 breathing circuit, were returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Our investigation is thus based on the evaluation of the subject devices, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the returned humidification chambers observed that both devices had a missing chamber port. A nebuliser was returned with each chamber, and had the broken chamber ports attached. Chemical analysis of both devices indicated that there was evidence of material degradation. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the returned mr290v autofeed humidification chambers. However, based on our knowledge of the product, and observation of the returned devices, the degraded chamber domes was likely due to the chamber ports being broken off with nebulisers mounted on them, leading to added leverage inducing brittle failure. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions provided with the rt380 adult breathing circuit include the following: - "do not use the chamber if the seals are not intact of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) healthcare field representative that the chamber inlet of two mr290v vented autofeed humidification chambers, provided as part of the rt380 adult dual heated evaqua2 breathing circuits, were found to be damaged, resulting in the activation of a leak alarm. The affected units were reportedly in use with aerogen nebulization, administering a mixture of atrovent and berotec every six hours. There were no reported patient consequences.